Event description:
The device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. X-ray review by neurologist did not reveal any obvious discontinuities in the ncp system. The pt had not suffered any known injury or trauma that may have damaged the ncp system. Lead break is suspected.